Event description:
Report received of an over-delivery of dopamine. At an unspecified time, the pt was started on a dopamine drip for renal perfusion. The pump was programmed in the concurrent mode with dopamine 200mg/250cc via the primary line at 8cc/hr, and aminosyn 1000cc via the secondary line at 100cc/hr through a subclavian triple lumen catheter. At 0600, the night shift staff noted that there was 50cc of dopamine left in the IV bag. At 0800, the nurse noted that the bag of dopamine was empty. The pt was reported to be alert and awake with no distress at this time, and a new 250cc bag of dopamine was hung at the same rate of 8cc/hr. At 1000, the nurse reported that there was only 100cc left in the 250cc dopamine bag. The volume expected to be remaining in the bag was approximately 234cc. The md was notified and the pt was treated with unspecified doses of lasix, solu-medrol, and morphine. The nurses were also instructed to suction the pt as needed. The pt was awake and alert. Further details of the pt's physical condition at this time were not provided. The dopamine and aminosyn infusions were continued on separate replacement pumps. At 1200, the pt was up in a chair for lunch, and at 1345 it was reported that the pt had "crackles" upon chest ascultation. At 1615, the pt's o2 sat levels were decreasing. Exact values were not known. At 1620 the pt was found unresponsive. It was reported that later that afternoon, at 1638, the pt died. The cause of death was listed as bilateral pneumonia and chronic renal failure secondary to dehydration. Though requested, no additional info was available.